Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead exhibited non-sustained right ventricular over sensing episode due to lead noise. Programming changes were performed. The patient was in stable condition.